Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that when the patient used his audio processor on (B)(6) 2013, he felt a painful sensation. The patient is bilaterally implanted and he swapped out the external parts from the contra-lateral side but the shocking sensation continued. There is no history of accident or trauma and he has been a good performer up until this time. The patient is scheduled for re-implantation on (B)(6) 2013.